Manufacturer narrative:
Based in the information provided for this product number with lot number 0539mr1, this product was manufactured on february 22, 2019, and according with the device history record reviewed no quality issues were reported. A historical review of complaints for the lithotomy drape was completed from 09-01-18 to 09-20-19. There have been 2 reported issues with this product, none related to linting. A physical sample was not available at the time of the investigation, however, a picture was provided and the defect reported was confirmed. Our current process was evaluated based on the fishbone diagram describe as a follow: manpower: the responsible operators are properly trained and certified in their task. Machine: all parameters are within the validated process windows. Calibration and maintenance programs are properly performed. Material: all materials meet specification requirements. Process/method: instructions for assembling the drape were reviewed. Specifications, standard production method and visual aid were properly documented and posted. Pfmea (process failure mode effect analysis) # 23 was also reviewed and no change was required. Inspection/measurement: two inspections method took place during the assembly process: in process inspection and cusum (accumulative sum) inspection. A DHR (device history record) and in process quality report documented during the production of the product m29455 were reviewed. There were no comments for linting related. Environment: no environment factor had a potential cause in the defect reported. Root cause or most probable cause: linting issue has been seen a couple months ago, per our evaluation performed we determined that linting is a supplier issue as the defect reported is located in the non-woven material obtained by cardinal from an outside supplier. Action: as the material exhibiting the reported defect is originated from an outside supplier, cardinal has issued a notification letter against the supplier of the non-woven material with reference #(B)(4). All proposed corrective actions will be evaluated and documented in our internal record. Effective date: 6/11/2019. Cardinal also has shared the issue with technical service for material evaluation purpose. Effective date: 9/19/2019. The complaint information was informed to all relevant sectors for their awareness. Cardinal health will continue to monitor all complaints related to this component.

Event description:
The customer reported that the lithotomy drape a29455na from the peri-gynecology kit, sma30mvbca developed synthetic lint when the drape was wet during a vaginal hysterectomy. The lint was transferring onto the surgeon¿s gloves and on the instruments used on the tissue of the patient. They reported this could have caused inflammation and a foreign tissue reaction in patient if the material got into the tissue planes. The surgeon carefully picked off every bit of lint that was visible. There was no post therapy treatment and no known injury. The delay during the surgery was estimated at 3-4 minutes. No patient demographics were provided. MDR being filed for potential risk to the patient.